Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, the patient was diagnosed with cellulitis each time. The patient was treated with intravenous antibiotics which helped a little bit. Furthermore, the patient also had a titanium bracelet that caused irritation on wrist. Every time the patient takes an oral steroid the pocket gets better in the morning but gotten worst in the evening. There were no additional adverse patient effects reported. All available information indicates that the ra lead was explanted.